Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarms due to moisture damage on the keypad traces. No numbers ramping up noted. The device had a cracked display window corner, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 232 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.